Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room so they use a gus system. The employee reported skin rash and itching, and hoarseness. The employee saw a dermatologist and had lab tests and a skin biopsy. The customer also reported that there was construction occurring elsewhere in the building.